Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient who was implanted since (B)(6) this year. Patient experiences positive results from the therapy most of the time. However, up to now, patient consistently experiences severe pain around ins (like barbed wire pushing from inside body outward) for five days before the start of menstruation. This pain is continuous and persists until the end of menstruation. After period ends, the pain disappears, and patient has no further symptoms. This pattern repeats itself during each menstrual cycle so far. Of note, when patient turns off the stimulation, the pain disappears. On 2025-dec-16, additional information was received. It was further provided that the stimulation is given at 0.5ma. The symptoms started first month after surgery with the first menstruation period. During period - only: when patient turns off the stimulation, the pain disappears right away. During period - only: when patient turns the stimulation back on again, the pain instantly starts again. During period - only: lowering stimulation does not decrease the pain, remains consistent. During period - only: patient takes diclofenac to suppress the pain, but the pain persists. Off-period: stimulation is on and the system is being palpated, patient feels shock-like sensations. Off-period: stimulation is on and the battery is not palpated (so normal day-usage), she receives sufficient therapy without side effects. They were not able to palpate the system during patient's period. They tried reprogramming, but nothing helped. They will ry to lower the amplitude and also check if pain still exists when stimulation is off. Further action in progress if reducing stimulation does not relive pain. Impedance values seem to be normal. Indication for use was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.